Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The fibrous material was not returned for root cause evaluation. We were unable to perform fourier-transform infrared spectroscopy (ftir) or scanning electron microscope (sem) analysis to determine the identity of the material and possible origin. A picture was provided. A white fibrous piece of stringy material is observed that appears to be a piece of frayed yarn-like fibrous material. This type of soft material would not have originated from any where within the surgical procedure pak. There is a potential this originated from the user's surgical suite, however, this cannot be confirmed. Consumable paks are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material. We were unable to identify a root cause for this investigation based on the available information. It was noted the material specimen was not returned for root cause evaluation. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A customer reported that a fibrous looking item came out of the infusion cannula, infusion stopped during pars plana vitrectomy (ppv) surgery. There was no patient harm.